Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the patient experienced significant mental and physical pain and suffering, has required multiple surgeries, and has sustained permanent injury and other damages. No other information is available.